Event description:
Customer with a severe latex allergy, reported she developed hives that started under the straps, spread to her ears, and then spread all over her body. Reportedly she did not have shortness of breath, treated with zertac, and the hives were gone this morning although her face is still a little red.

Event description:
It was reported that "cco value was incorrect, erratic, drifting. Changed unit and all works". No patient injury was reported.

Manufacturer narrative:
Evaluation summary = no defect found. An edwards electronic technician evaluated the vigilance monitor but the original complaint "cco value was incorrect, erratic, drifting" was not verified. The service history record was reviewed and all manufacturing requirements were met.